Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the air supply volume did not meet the standard value due to clogged nozzle, water tightness was lost due to a scratch on switch #1, bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, angulation skipped during angulation in right,left directions due to deformation on bending tube, adhesive on bending section cover had a chip, water supply volume did not meet the standard value due to clogging of nozzle, water removal ability did not meet the standard value due to clogging of nozzle, plastic distal end cover had a scratch, connecting tube had a scratch, scope connector cover unit had a scratch, universal cord had a wrinkle, universal cord had a scratch, protector of universal cord on control section side had a scratch, grip had a scratch, paint on suction cylinder was peeled, connecting tube had a scratch, forceps elevator lever had a scratch, upward,downward, right, law knobs had a scratch, control unit had discoloration and a scratch, forceps channel port was shaved, and a flare occurred due to damage on charged coupled device unit. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. It is unknown if there was any delay in the start of the pre-cleaning, and if there were any abnormalities in the accessories used for reprocessing. Additionally, it is unknown if the air,water nozzle was flushed with air and water, if the endoscope was immersed in the detergent solution, if the air/water nozzle was flushed with the detergent solution, and if the air, water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign body in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It s unclear whether the reprocessing was carried out in accordance with the instructions for use, so the cause of the foreign matter remaining could not be determined. There were no deformations in the area where the foreign material remained. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.